Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported that they had not seen the patient since (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was recharging too frequently starting in late 2016. The patient reported that they charged the ins to full capacity and that it ran for 2 days and the charge was gone. The patient reported that sometimes is takes them all day to charge whereas it used to only take them and hour to an hour and a half. It was noted that the patient got full coupling most of the time. The patient reported that they couldn't feel any stimulation when the ins was dead. The patient reported that they saw a screen when they were charging, but they did not know what it was. The patient mentioned that they had adhesive discs and inquired about how to use them. No further complications are anticipated.